Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that visualization issues occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image was lost. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good. However, the preliminary investigation revealed that the returned catheter was twisted.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was twisted, kinked, and torn. Also, the imaging core was kinked. Impedance testing showed an electrical open at the proximal end of the catheter; 130 to140 cm from the distal housing.

Event description:
It was reported that visualization issues occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image was lost. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good. However, the preliminary investigation revealed that the returned catheter was twisted.